Manufacturer narrative:
Additional information has been provided in h.3, h.6 and h.10. The complaint sample was received for investigation. The sample was returned in an open secondary package. The box included poach, IFU, labels ,eds and shunt placed in the designated cradle. The shunt was found with the eds in the cradle- not in an assembled state. The eds wire was fully pressed. Shunt body is found to be with no damage and scratches, relief port and plate- conforming shape. Shunt spur and beveled tip- conforming shape. Eds cannula is straight with no damage- conforming shape. The device history record (DHR) was reviewed and no abnormalities were found. The product was released according to the release criteria. There are no additional complaints for this lot. All products pass 100% final inspection prior to approval. If a defect would be noticed, the product would have been rejected. The root cause is inclusive unable to verify as no abnormality could be found to justify shape abnormality for the shunt, wire and eds assembly- product is found conforming. The complaint cannot be confirmed. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product sample was returned and the investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that the shape abnormality was confirmed when implanting the device. The device was explanted and replaced with an alternate device. The procedure was completed without patient harm.